Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose and high blood glucose. Customer stated the sensor did not alert when blood glucose was dropping rapidly. Customer's blood glucose dropped to 20 mg/dl. Customer treated with food and glucose. Customer reported that he experienced high blood glucose and could not get his sugar down. Customer stated that his blood glucose was 300 mg/dl and no food intake yet. Customer treated with bolus and after couple of hours blood glucose was 350 mg/dl. The customer was advised to check sensor history however call got disconnected. No further information provided.